Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb10) and packaging were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review for the lot (1235571) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify the packaging process. No malfunction or nonconformance was identified. Complaint history review was performed for the reported lot number (1235571) for similar events (complaint category keyword: packaging: incorrect component quantity) and 1 other complaint was identified. Therefore, based on the available information, device/packaging malfunction and the reported event could not be verified since the condition of the product/packaging as received by the customer was unknown/nonverifiable. H3 other text : product not returned.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Email address unknown / not provided. PMA/510(k) number k011028 and k013227.

Event description:
It was reported that when opening the blister it was noticed that the implant was not inside. Another implant was placed to complete the procedure.